Manufacturer narrative:
It was reported that this device was explanted due to deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the op report documents impairment of the leaflet function, which was likely a result of the deterioration valve. Unfortunately, the root cause of this event cannot be conclusively determined without the sample device. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 10 years due to aortic insufficiency and stenosis, secondary to deterioration of the prosthetic valve. Per the op report, intraoperative transesophageal echocardiogram was performed and demonstrated impairment of the leaflet function as well as insufficiency. The mitral valve was normal and left ventricular contractility was good overall. The device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well and postoperative echo demonstrated good function of the bioprosthetic valve.